Event description:
(B)(6) 2025 ¿ the end-user reported receiving alert 60 (bluetooth communication) repeatedly. They attempted multiple restarts, including a full restart through the settings menu, but the error recurred immediately. The ilet was determined nonfunctional, and a replacement was shipped overnight. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.